Event description:
A pt reported blood glucose results of 104 mg/dl and 167 mg/dl with a lifescan meter, performed within 10 mins of each other. A check strip test was performed and the result fell within specs. Meter was replaced.